Event description:
Customer reported on a bravo ph capsule that failed to attach. The physician stated that he had problems removing the delivery device so he went in with a scope and noticed that the capsule was not attached. The physician was able to retrieve the capsule. The pt was not injured following the procedure.